Event description:
The distributor did not specify the nature of the problem. The distributor reported that the product issue was discovered prior to use and there was no pt/caregiver incident or injury that occurred. Inspection of the returned product found that the unit powers on but there is no alarm tone when pressure is removed from pad. The fail safe does not work.

Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found that the unit powers on but there is no alarm tone when pressure is removed from pad. The fail safe does not work. The tone selector does not work. There are stress marks on the alarm case near the battery compartment. The 9v battery snap hard cover is broken. (B)(4).